Manufacturer narrative:
Continuation of d10: product ID 37751. Serial# unknown: product type recharger product ID 37791. Serial# unknown: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was the caller had a frayed recharger antenna cord since about 2-3 months ago. Pt had not charged their ins in 2 months and ins was in over discharge. Medtronic representative will be coming to the clinic today to reset the implanted device. A request was sent to repair to replace the frayed cord.